Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion service group received the suspect avea ventilator for investigation and repair. The service group was unable to duplicate the auto trigger and breathing circuit event however the power related event was duplicated during a cycle runtime routine on default user settings. The gas delivery engine (gde) was isolated for further testing and placed on a gde test station. The gde was cycled on the event was duplicated upon removal of ac power the power driver board has been determined as the faulty assembly by the failure analysis lab. This issue will be internally investigated within carefusion.

Event description:
The customer reported auto triggering, breathing circuit failure "alarm" and the ventilator not cycling on battery power or charging the internal battery. The reported event was found in service and is not associated with a patient event.